Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump was received with corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Event description:
Customer reports to have received a button error alarm after changing batteries. Customer's blood glucose was 119 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.